Manufacturer narrative:
On 4-aug-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the transseptal needle was being withdrawn from the vizigo sheath, the orange part of the hub detached from the sheath. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001660 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions of the hemostatic valve, an internal action was opened. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the transseptal needle was being withdrawn from the vizigo sheath, the orange part of the hub detached from the sheath. It was reported by the caller that the vizigo was replaced, and the procedure was continued. Additional details: orange valve broke off. Orange piece came off. The hub become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed and the approximate volume of blood that was lost was minimal. Hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable. Hub detachment is MDR-reportable.